Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the ipg was explanted due to potential infection.

Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information.